Event description:
It was reported that intermittent air bubbles were observed within the cartridge. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer to use room temperature insulin when filling the cartridge. Customer primed the tubing to address the issue. There was no adverse impact to the customer's blood glucose level.